Event description:
Per the clinic, the patient developed a hemotympanum/otitis media post-operatively, which were treated with oral antibiotics (augmentin.) The patient has fully recovered and the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.